Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown reason. A new lead was implanted and no additional adverse patient effects were reported. At this moment, no further information is available.